Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the battery received in an inactive mode. However, once the battery was connected to the charger, the battery was reset to an active/present mode and operated as intended afterward. This observation is considered not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed several instances of premature power switching events prior to the 25% threshold involving battery (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate communication errors between the controller and batteries. The most likely root cause of the reported event may be attributed to a communication error between the controller and the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Mfg: 2015-07-31; exp: 2016-07-31. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the controller had multiple faults due to blood contamination. No consequence to patient. No additional information available.

Manufacturer narrative:
The controller, (B)(4), was returned for evaluation, whereas the driveline cable, (B)(4), was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable and controller confirmed the presence of foreign material in the driveline connector and controller pins. A driveline connector cleaning was performed to mitigate the conditions reported. The reported event was confirmed via review of the controller log files, which revealed several electrical fault alarms for the reported event date. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing, but failed visual examination due to foreign material found on the controller connector. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware is currently investigating issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted , the most probable root cause has been attributed to design/training issues.  Additional component for this complaint: (B)(4). The follow up 1 was sent in error to this complaint with the MFR 3007042319-2016-02755, which should be 3007042319-2015-02755. Therefore this report will have to be sent as the follow up2. Please disregard the follow up1 report with this complaint. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.